Event description:
Irn# (B)(4). Complaint took place in united kingdom. In the process of administering single shot spinal anaesthesia on two occassions (same patient) the dr bent the sprotte (photo attached). When described he was reasonably sure he had not hit bone, though I am not so sure. He successfully used another needle to complete and then for the following case without incident.

Manufacturer narrative:
Irn# (B)(4). Complaint took place in united kingdom. This is a complete report with all the information and test results that were available at the given time. The failure sample was not sent to pajunk for testing - a picture was send. Based on clinical assessment and risk assessment this file is considered as closed. In case new information becomes available a follow up report will be sent to the agency.